Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was nauseated and vomited and developed chest pain. Emergency medical services was called and transported the patient to the hospital. On arrival to the hospital, the patient¿s bg was 700 mg/dl; however, her cgm displayed 218 mg/dl. The patient was admitted to the hospital, treated with unspecified medications and/or fluids, and was released after two days. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).